Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high pacing threshold following the patient's physical therapy session. Rv lead dislodgement was noted and a x-ray showed right atrial (ra) lead dislodgement. It was noted by the physician that the patient was being pulled up by a hospital physician therapy staff which resulted in the lead dislodgement. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.